Event description:
It was reported that stent dislodgement and snaring occurred. The target lesion was located in the bifurcation of the iliac artery. A previously placed stent was implanted in the common iliac over 2 years prior to this procedure. During advancement of the 7.0x60x135 cm express ld stent, the stent dislodged from the balloon catheter. Subsequently, the physician had to gain access through the left artery to retrieve the dislodged stent. Upon attempting to remove the stent via snaring, the stent got caught in the previously implanted stent and both stents were removed with the snare. No further patient complications were reported. The patient's condition was fine post procedure.